Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device associated with this event is not known. The physician reports the following possible products: vicryl, monocryl, pds. This is one of two medwatches being submitted. See also medwatch2210968-2012-05316. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a mastopexy procedure on an unknown date and suture was used. The patient developed spitting of the sutures with delayed healing. The patient required a repair of a dog ear after the initial surgery. Additional information has been requested.